Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to use error. The instructions for use for the device state 'improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.' A summary of the investigation and proper technique was not sent to the complainant as the surgeon acknowledged the improper use and subsequently corrected it. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. H6: proposed component code: mechanical (g04) - head. Customer has indicated that the product is not available for evaluation has the device has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip procedure, an incorrectly sized femoral head was implanted into the patient's joint. Subsequently, two (2) days post-implantation, the patient underwent revision surgery to replace the implant with a smaller sized head. Due diligence is in progress for this event; to date no additional information has been provided.